Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered multiple shocks due to low amplitude and oversensing of myopotential noise. The system was reprogrammed and further evaluation of the patient was discussed, alongside further troubleshooting. This system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.